Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawers not detect on the communication bus. A field service engineer guided customer to shitdown the station and turn on after 3 minutes to resolve the issue. The system functioned as intended after thecustomer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers did not detect on the communication bus, preventing user from removing the required medications. The customer stated that user had to access the medications from other devices and dispense medications. There were no adverse events or injuries reported based on this event.